Manufacturer narrative:
(B)(4). Final device analysis: model number: 3776, serial number: unk. The #6 and 7 conductors on the 3776 lead were broken at the proximal edge of the #5 connector sleeve. Continuity was acceptable on #0-5. Model number: 37081, (B)(4). The extension was functionally ok. Continuity was acceptable- no shorts. No visual anomalies found.

Event description:
It was reported that after the lead was implanted for a trial, test stimulation had been tried at the hospital and was fine. They were unable to use the selected electrode, so the healthcare provider (hcp) changed the electrode (lead). The hcp indicated that the event happened after an external cable was pulled out accidentally and the adapter came off. The test stimulation was continued. There was no health hazard to the pt.